Event description:
Caller reported neonate blood glucose results of 52 mg/dl on the inform system and a lab result of 36 mg/dl within 10 minutes. Patient was fed, was not treated based on either result. No adverse event was reported. Retest results 2 hours later were inform 55 mg/dl, lab 42 mg/dl from the same stick. Reported no adverse event. A request was made for the return of the meter, controls, and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.